Event description:
Healthcare professional reports a case of alcl and recurrent capsular contracture on via voluntary mw. (B)(4) within the report the surgeon reports that the pt has a history of left side breast cancer dcis with a left side mastectomy. The pt had an immediate reconstruction and placement of tissue expander placed in 1998. The pt did not have chemotherapy or radiation treatment post reconstruction. The pt's past medical history is significant for hypothyroidism and bladder prolapse. In 1999, the expander was removed and gel/saline device style 440 was placed that was mfg by mcghan. Within a yr, she developed significant hardening of the left chest wall. The device remains in place until 2006 when the pt presented with complaints of pain and capsular contracture. The surgeon then performed a capsulectomy and device exchange for an allergan (B)(4). "The reconstruction was soft for several months, but within a yr developed tightening of the tissue and discomfort in the left chest wall. She was then evaluated in 2009 by another surgeon who recommended that she consider a revision of her reconstruction with an addition of an acellular dermal matrix." It was then recommended that she have an autologous flap procedure or diep. In 2011 "the left breast capsule was opened and contained cloudy yellow fluid under enormous pressure, the fluid squirted out of the capsular incision and traveled at least 56 inches. There was a collection of gelatinous material within the capsule as well as an intact single breast implant. The capsule was thickened and covered with plaque-like lesions internally. A total capsulectomy was performed...all materials were sent for pathologic and cytological eval including frozen section. The frozen section was consistent with alcl."

Manufacturer narrative:
Medwatch submitted on (B)(6) 2011. Device labeling addresses the reported event of seroma as follows: the (B)(4) study: 3 yr and 5 yr cumulative first occurrence (B)(4) adverse event rates (95% confidence interval), by pt: seroma 2.6% through 3 yrs, 2.6% through 5 yrs. For primary augmentation pts, seroma rate = 1.6 %. Breast pain = 11.4%. Capsular contracture = 19%. Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Manufacturer narrative:
Medwatch submitted to the FDA on 07/16/2015. Adverse event of alcl was reported previously but as there is no pathology or follow-up confirming cd30+ or alk-, the event will remain reportable as lymphoma.

Event description:
Healthcare professional reported via medwatch left side "gradual elevation of the implant location." Additional information noted as left side "[device] rigidly affixed to [patient's] chest wall." No pathology report provided to confirm the diagnosis of alcl, therefore the event will be captured as lymphoma.